Event description:
It was reported that customer experienced past cartridge alarms and previously had similar alarms with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and contact healthcare provider for help, and technical support arranged shipment of in-warranty replacement pump within 24 hours while documenting issue and closing case.